Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms. The patient was pacemaker dependent and lv capture was unable to be obtained. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Attempts to retrieve additional information have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the lv lead was explanted during a device changeout procedure. It was reported the lead had a conductor fracture. It was discarded by the hospital staff and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.